Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('[pain\ pelvis pain') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. Concomitant products included metformin since 2004. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic discomfort ("discomfort") and hypersensitivity ("allergic or hypersensitivity reaction type"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in 2012. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals, female sexual dysfunction and hypersensitivity outcome was unknown and the pelvic discomfort had resolved. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: result-that it was working, but we would go ahead and remove them. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received: lawyer was added. Case become valid since injury nos was replaced by new specified events; apareunia,nickel allergy, dysmenorrhea, dyspareunia, pelvic pain, genital bleeding, discomfort and allergic or hypersensitivity reaction type added. Concomitant drug & condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.